Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of almost 600mg/dl and 300mg/dl at the time of the call. The customer treated with a shot and the pump. Customer indicated that the battery life for the pump is very short and the display screen fades in and out. Customer indicated that the battery contacts and compartment were fine and not corroded. Customer also indicated that the display is fine after a new battery was installed. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer declined high blood glucose troubleshooting and no further troubleshooting was performed.